Event description:
It was reported that the customer had a no delivery alarm and not uploading completely on the insulin pump. The customer's blood glucose level was 104 mg/dl. The customer stated that the insulin pump is not functioning properly, the battery is low, low reservoir, got signal that said it is not functioning and then he hit some buttons and it starting to work again. The customer was transferred to helpline for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).